Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of receiving a no delivery alarm, also that act button was not working and had a blank display. The customer's blood glucose was 400 mg/dl at the time of incident. Customer reported that receiving no delivery alarm during nothing not doing anything to the pump. Customer unable to continue troubleshooting, for keypad unresponsive and no delivery alarm. The pump will not be returned for analysis.